Event description:
Per the clinic, the patient developed an infection at the abutment site and the patient was prescribed oral antibiotics (type, dosage and duration not reported). Subsequently on (B)(6), 2014, the abutment was removed and a cover screw was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.